Event description:
A customer reported that the pump battery would not charge. There was no adverse impact to the customer. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.